Event description:
The customer reported that they did not receive an audible alarm on (B)(6) 2013, around 12:45 for bed 1 at the central station which resulted in a patient death. The doctor who was in the department at the time stated that the information center did not contribute to the event, as alarms operated regularly.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.